Event description:
The manufacturer received information alleging an issue related to a CPAP device's particles in airway from device. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
MFR report 2518422-2022-18731 section corrected. This information was entered in uf/importer report 2518422-2022-18731 in error. Section f1 and f2 in previous report was reported in error. Section g2, g3, g4 were missing in previous report, which is now updated in follow up report. Section g6 was missing in previous report which should have been 30-day and initial . Section h1, h3, h4, h5, h7, h8, h9 were missing in previous report, which is now updated in follow up report. In section h6 health effect - clinical code, health effect - impact code, medical device problem code, type of investigation, investigation findings, investigation conclusions were missing in previous report, which is now updated in follow up report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's particles in airway from device. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.